Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed leaking from the cassette and inside the cassette compartment of the cycler. The origin of the leak was the top right mushroom of the cassette. There is no report of patient ill effects from the fluid leak. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.